Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as unspecified use error. The patient was hospitalized for peritonitis and an unrelated medical condition. Treatment details were not reported. Action taken with dianeal therapy was not reported. At the time of this report, the patient had recovered. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Seven days after the event onset, the patient experienced sepsis secondary to peritonitis manifested by low blood pressure and was hospitalized that same day. On an unreported date, the patient started treatment with unspecified intravenous antibiotics (dose and frequency not reported) for fourteen days for sepsis. Patient¿s recovery status was not reported for the event of sepsis. Should additional relevant information become available, a supplemental report will be submitted.